Manufacturer narrative:
Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive. No further follow up was possible on the status of sensor removal. B4.date of this report 20 may 2025. G3.date received by the manufacturer? 20 may 2025. H6. Health effect - clinical code updated to 4582, h6. Investigation findings updated to 3221, h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. No date is available of yet. The additional information will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the previous sensor could not be removed during the removal appointment on (B)(6) 2024. The sensor was inserted on (B)(6) 2024. According to the case information, the hcp could not find the sensor while trying to remove it. The sensor was palpable before the incision and transmitter was used to localize it. Ultrasound was not used. Another removal attempt will be made.